Manufacturer narrative:
Manufacturer ref: (B)(4). Baxter received and evaluated the device. The reported system error 105 was confirmed and reproduced while running a test infusion. The issue was determined to have been caused by a sezed motor. The motor assembly was replaced.

Event description:
It was reported that a spectrum pump was alarmed system error 105 during therapy. It was also reported there was no pt injury.